Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report an inaccurate cgm reading (cgm approx 400 mg/dl, bg 53 mg/dl). Earlier during the day, pt had self-administered with insulin when cgm and bg were both measuring around 400 mg/dl. A few hrs later, cgm was still reading in the 400 mg/dl and without measuring her bg, pt self-administered more units of insulin, dosing off of cgm reading. Shortly after, pt measured her bg at 53 g/dl and realized she was experiencing a hypoglycemic episode. She ingested some juice and called the paramedics. When the paramedics arrived pt was conscious and bg was measured at 83 mg/dl. Pt was doing fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.